Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the inflation attempt of the balloon resulted in the filling of the delivery system proximal to the stent. This area could not be deflated and upon removal from the coronary artery, a small dissection was noted in the left main. The case was stopped and the pt returned the next day for further evaluation. Repeat angiography revealed the dissection appeared stable and no further stenting was performed.